Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the inspiratory flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensor module was replaced. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, lower than expected tidal volumes were noted. There was no reported patient injury.